Event description:
The wife of a male patient contacted lifecor customer support to report that a "fully" charged battery pack would not power up the monitor. She could not try the second battery pack as it was at home. In 2006 the patient's wife contacted support to report that one battery is giving a "battery pack fault" led when on the battery charger and neither battery pack is powering up the monitor. Support sent the patient two replacement battery packs. Four days later. The patient's wife contacted support to report that the new battery packs would not power up the monitor. Support sent the patient's replacement monitor. Three days later, a lifecor patient service representative (psr) went to visit the patient to ensure all the equipment was working correctly. The following month, the patient's wife contacted support to state that the monitor would not power up again. Support sent the patient a replacement monitor, battery charger and two battery packs.

Manufacturer narrative:
Device manufacture date. Battery charger 2006. Battery packs 2006 monitor 2006. Monitor 2003. Device eval summary: device evaluations of battery charger, battery packs, and monitors have been completed. The reported problem was confirmed. The cause for the monitor not powering up was due to a defective ca board that drew excessive current. The root cause of the defective ca board is unk, but is likely random component failure. The monitor was repaired, retested and restocked. Battery charger, battery packs, and monitor were tested and found to be funcionally normal. They were restocked. No adverse event resulted from the damaged monitor. The pt received a replacement monitor, battery charger and battery packs.